Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally: patient injected in the marionette lines with 1ml juvéderm® voluma¿ with lidocaine and experienced "granulomas in the chin area", the area has become inflamed and that has hard nodules, without pain, edema, or erythema" treatment included with corticosteroids, ciprofloxacin and clarithromycin, omeprazole and zymogene. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in an unspecified site with [unspecified] juvéderm® voluma¿ and experienced "granulomas in the chin area", the area has become inflamed and that has hard nodules." Treatment included with corticosteroids, ciprofloxacin and clarithromycin and asked if they can use hyaluronidase. Symptoms information not provided.